Event description:
It was reported that the subject device had an e216 communication error. There were no reports of patient harm.

Manufacturer narrative:
Information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: video cable broken and error b30. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area is damaged. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: 9/3/2013 h4.

Event description:
No additional information from the customer.